Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was difficult to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to open. A field service engineer (fse) addressed opening issues with main drawer 3. The drawer was removed and physically inspected; the rails and bearing cages were found to be in good condition, with all connections secure and well-greased. No issues were identified. A new version of the latch was installed. The system was tested using the hardware testing application, and the test run passed successfully. A pharmacy technician also tested the drawer and confirmed that there were no problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer was difficult to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.